Event description:
It was reported by the patient that their device was replaced and the device was to be programmed the same as the previous device to include rate drop response (rdr) programmed on. The patient reported that they lost consciousness three times while on vacation due to a heart rate drop and was transported to the hospital as a result. The patient returned from vacation and had the device checked by their physician. It was determined that the rate drop response (rdr) was not turned on as it was previously. The rdr was programmed on and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4592, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).